Event description:
The pt was hospitalized post-op due to a temporary loss of feeling and mobility of his left leg. This was caused by excess blood at the incision site where the lead was placed. The doctor opened the site back up and drained the blood which resolved the issue and all symptoms. Over time the pt recovered and his device performs as intended.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.